Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to confirm the customer reported complaint that the instrument had a ¿steel wire out of the tip.¿ fa indicated that it is likely the incorrect part was returned as the reported issue was not related to the instrument received. The returned instrument was found to have thermal damage on the monopolar yaw pulley with no evidence of mishandling/misuse. Fa noted that the instrument had 2 uses remaining. Based on a review of the logs, the permanent cautery hook instrument was last used on (B)(6) 2018 on da vinci system (sh2396). The customer swapped to a back-up permanent cautery hook instrument after discontinuing use of the initial instrument. The event date for issue, as reported by the customer, was (B)(6) 2018. However, logs show that the instrument was not used on that date. Isi attempted to clarify the event date and whether the correct instrument was returned, but the customer was unable to provide any further information. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is assessed as a reportable event due to the following conclusion: the monopolar yaw pulley on the permanent cautery hook instrument was found to have thermal damage, which is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The instrument was returned with 2 lives remaining, indicating that it had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported during a da vinci-assisted procedure that the permanent cautery hook instrument was found to have an exposed wire. The site swapped to a back-up instrument and completed the procedure. There was no report of a patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there was no additional information about the event was not available.